Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 12/16/2014 to present date 11/02/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported an error 210.2150. No patient involvement is noted.

Event description:
The customer reported an error 210.2150. No patient involvement is noted.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/16/2014 to present date 11/02/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.